Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs did not appear to fully expand. The filter limbs were manipulated with a guide wire and the limbs expanded to a satisfactory position. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The sample met all required specs. Images were also provided and reviewed. Based on the image review, the complaint investigation is confirmed for failure of the filter to fully expand. Per the reported event: "the physician rotated the entire system as a unit in order to position the filter hook to be orientated toward the left in an effort to make for better positioning upon retrieval when the time comes". It is possible that the physician twisted the pusher wire as the system was being rotated for a better placement. However, based upon the available info, the definitive root cause for this event is unk.